Manufacturer narrative:
The customer reported that the maxplus extension set disconnected from the bd autoguard IV catheter during patient use. Customer-provided photo that shows the maxplus connector mp1000-c attached to a non-bd extension set. Although the initial suspect was documented as mp9213-c, the product grid has been revised to mp1000-c (per photo) and mp1000-c remains as a default suspect. The customer complaint of maxplus¿ extension set disconnected from IV site and leaked could not be confirmed due to the product was not returned for failure investigation. The customer-provided photo shows the maxplus connector mp1000-c attached to a non-bd extension set and does not appear to have been involved in the disconnection described by the customer. However, the photo shows that the distal male luer end of the non-bd extension set appears to have disconnected from the bd autoguard IV catheter (in agreement with the customer's report). This issue has been reported to bd1. The root cause was not identified as no product was returned, the customer-provided photo indicates that the disconnection involves the bd1 autoguard IV catheter.

Event description:
It was reported that the maxplus¿ extension tubing set disconnected and leaked from the bd autoguard IV catheter during patient use. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the maxplus¿ extension tubing set disconnected and leaked from the bd autoguard IV catheter during patient use.